Event description:
The customer reported to baxter (B)(4) of a solution administration set in which "the roller clamp of the administration set...had not regulator flow enough accurate." The event was reported to have occurred during infusion of re-hydration solution. This event involved a (B)(6) female patient who was hospitalized for hiatal hernia. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.